Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted as the patient developed hematoma after implant and blood pressure had dropped. Additional information indicated that the symptom was related to the implant procedure during getting the access. No additional adverse patient effects were reported.